Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to instability. A 6x9 ps insert was revised to a 6x11 ps insert. No wear or damage was noted for the revised insert. Rep confirmed that no further information will be released by the hospital or surgeon.